Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Investigation summary: one 14.5 fr d/l hemosplit 19cm catheter with surecuff kit was returned for evaluation. The returned guidewire was found to be bent, with the inner core wire protruding from an unraveled portion of the outer coil wire in the region of the bend. Based on this finding, the investigation is confirmed for the reported guidewire damage, specifically a frayed guidewire. It is likely that the damage that caused the guidewire to fray also caused the guidewire to bend. However, the definitive root cause for the damage to the guidewire could not be determined based upon available information. Possible contributing factors include retraction of the guidewire against the needle bevel, insertion technique and insufficient sized skin nick. (Expiry date 07/2019).

Event description:
It was reported that during insertion, the guide wire was allegedly found to be bent. It was further reported that another device was used to complete the procedure. There was no reported patient injury.